Manufacturer narrative:
Event summary: the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt the lead parameters were "bad". The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during an implant attempt the lead parameters were "bad". The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.